Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 4.2 device was not detected on bus and also determined that the retractor band had signs of where the wires became too hot and melted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band had signs of where the wires became too hot and melted. A field service engineer replaced the solenoid, drawer board, controller board, retractor band, configured and tested the drawer hardware test application. The system functioned as intended after the field service engineer repaired the device.